Event description:
It was reported that shaft break occurred requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon delivered to the lesion, however, a kink occurred in the shaft. The device was pushed into the blockage several times using the creeping method and consequently, the shaft got separated during removal. The separated fragments were removed by a gooseneck snare. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon delivered to the lesion, however, a kink occurred in the shaft. The device was pushed into the blockage several times using the creeping method and consequently, the shaft got separated during removal. The separated fragments were removed by a gooseneck snare. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was having difficulty when trying to cross the lesion.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. An examination identified that the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 28cm from the tip and there are multiple kinks along the shaft. Microscopic examination revealed no additional damages. No other issues were identified with the device.